Event description:
A customer observed repeatable false negative results for a quality panel sample on the eciq analyzer. The result did not agree with multiple OEM methods. A false positive result may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found the repeatable negative vitros result for a known reactive quality panel sample. Patient samples were not being processed at the site as this event occurred during the ahiv evaluation period. There is no evidence of instrument malfunction. The investigation continues as a fresh sample is being obtained. The root cause of the event is unknown.